Manufacturer narrative:
[(B)(4)].

Event description:
Reportedly, the subject device was implanted on (B)(6) 2015. During a patient follow-up on (B)(6) 2019, warning [a23] was displayed on the screen related to a technical issue dated (B)(6) 2015 (prior to the implantation). No warning was display during the previous follow-ups.